Manufacturer narrative:
B5: no allegation against the device. Initial event is not a complaint. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unknown. B3: unknown. D4 (experiation date); unk no serial number reported. D6a: unknown. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
During the ascrs 2025 identified talks about icl, piols (which may contain icl) and competitors piols. A presentation titled: one case of icl intraocular lens implantation combined with corneallaser surgery for correcting super-high myopia was provided. It was reported that after a patient received implantable collamer lens (icl) implantation procedure, corneal laser surgery was performed to correct super-high myopia. The operation went smoothly.